Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that during a meniscal repair case, surgeon found that one unit misfired: both anchors came out in one shot. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is bent on two planes. No ts or suture remain on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Address line 1: (B)(6) foreign state: (B)(6) international zip code: (B)(6).